Event description:
It was reported that during a trial procedure, patient moved during the needle placement and as such csf leak was observed. Patient experienced headache and foot pain. To address the issue blood patch was performed on 18 feb ,thereby resolving the issue and the headache resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.